Event description:
On (B)(6), 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ping meter was displaying 'pc' on the display. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On an unspecified date, the patient noted the reported meter was giving the message 'pc'. The patient experienced no symptoms of high or low blood glucose levels and received no medical attention. Troubleshooting revealed this was not a new meter and the meter had suffered no trauma. The patient did not suffer an adverse event due to the reported meter. The patient experienced no symptoms and denied seeking medical attention. However, as the error message was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.